Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Implant surgeon reported that the pt fell and the nail broke after 6 months of implantation. The pt underwent revision surgery and another nail was implanted. Additional information implant surgeon, had difficulty extracting the nail and used an extractor (reference to be confirmed). During the extraction, the nail got stuck in the extractor and couldn't have been removed by the surgeon.